Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned cardiac arrhythmia treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the host pc was not starting due to the defect. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, hard disk and updated the license by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc and hard disk drive. The device was returned to expected functionality.